Event description:
It was reported that the 9600 system presented a "bad iris pot" error. It was noted that this happened 8 times in one case. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.